Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2019 with blood glucose above 600 mg/dl. The customer was treated with intravenous. Insulin pump stops when it was rewinding, insulin squirts, the numbers keep changing really quick and constant no delivery alarms. Troubleshooting was done for high blood glucose and under delivery. The troubleshooting was performed for the prime rewind. Customer reported that insulin pump system has not been in use within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.